Event description:
This lead was capped due to noise and high impedance measurements of >2000 ohms. The patient received multiple inappropriate shocks and the associated ICD was explanted due to eri. Should additional information become available, this event will be updated.